Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator had a blank display. The patient was removed from the ventilator and transferred to another device without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.